Event description:
It was reported the pt had been experiencing pain at the ipg implant location. The pt also indicated she is experiencing difficulty with the system charger to hold a charge. No further information is available at this time.

Manufacturer narrative:
Additional correction/removal report number: 1627487-12192011-003-r. This ipg serial number is included in field advisories. 1627487-05242011-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.